Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the right ventricular (rv) lead dislodged and there was intermittent capture noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.